Manufacturer narrative:
Date sent to the FDA: 04/30/2009. Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. Prior to using the device, it would not spin. Another device was used to successfully complete the procedure with no adverse patient consequences.